Event description:
After an implantation period of approximately 25 months, it was reported that oversensing in the ventricular channel was detected. The lead was extracted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection as well as an analysis of the provided fluoroscopic images. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 54 and 56cm distal to the df4 connector pin, the insulation was found abraded through. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The analysis of the provided fluoroscopic images gained no further information. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.